Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: there were no samples or photos available to confirm this complaint. A review of the device history record revealed there were no related quality notifications. All process and final inspections comply with specification requirements. Due to the severity and occurrence of the reported condition there will be no further action at this time. This lot number and reported condition will be tracked and trended. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. In addition, the most likely root cause of the tops coming off is from a cocked stopper. (B)(4).

Event description:
It was reported when a phlebotomist was sending specimens in the tube system a cap came off on a 13 x 75 mm, 2.7 ml bd vacutainer® plus plastic citrate tube. Upon researching the lot in question, phlebotomist found lids to have been placed on crooked. There was no report of injury or medical intervention.